Manufacturer narrative:
The reported event of high capture threshold was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies.

Event description:
It was reported that the patient presented at the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead exhibited a high capture threshold despite multiple repositioning attempts. The ra lead was removed and replaced. The patient was in a stable condition.